Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-12407. It was reported the pt lost stimulation coverage following an illness which caused the pt to violently vomit and cough. Reprogramming was able to provide some coverage but caused abdominal pain. Diagnostic testing revealed low impedances. X-rays confirmed the lead migrated. The pt was referred to a physician for a revision.